Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the patient's right ventricular (rv) lead exhibited a significant increase in capture threshold, low impedance and a drop in lead sensitivity. Programming changes were made to resolve the issue and the patient was in stable condition.